Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The service representative replaced the generator interface board, and reloaded the system software. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system displayed a data error message. No patient injury was reported.